Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched error. Evaluation found the door able to latch close with a loaded IV set, however, force required to secure door is above expected levels corresponding with the reported symptom. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a constant door not fully latched error. It was also reported that there was no patient involvement.